Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿

Event description:
It was reported that patient underwent a bilateral partial knee arthroplasty on (B)(6) 2012. Subsequently, the patient experienced pain and swelling in the left knee eleven days post-op. No further complications with the left knee have been reported. The patient experienced pain and swelling in the right knee after being on their knees doing work at home. The pain and swelling decreased within four days. This occurred approximately two years post-op. No revision procedure has been indicated.